Event description:
It was reported to philips that the touch screen would not calibrate properly. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.